Manufacturer narrative:
During the quality investigation testing, the customer's complaint was confirmed. The device was running while on safe mode. Further investigation revealed corrosion damage within the device; the mid speed motor was identified as the primary cause of the failure. The malfunctioning parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro sagittal saw was sent in for repair because it was running while in safe mode during a procedure. No adverse event was reported; the procedure was successfully completed with another device without any procedure delay.